Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with a concentration of 20 mg/ml at a dose of 1.7 mg/day. It was reported the patient was in the emergency room (ER) due to altered mental status and dilated pupils. The hcp stated the patient was responding to narcan, and they suspected overdose. The hcp requested to have the pump stopped. The change in therapy/symptoms was considered sudden. Additional information received from a hcp via a manufacturer representative reported the ER called the representative to stop the patient¿s pump. They put a pacer magnet and stopped from approximately 12am to 6am. At 6am, the representative went to read the patient¿s pump, who was then in the intensive care unit (ICU), and the ICU physician said to take the nurse to take the magnet off and continue the pump at a dose of 1.7 mg/day. The pump was read and printed. The patient was acting like too much medicine per the ER doctor. The patient hadn't had a refill in a couple of weeks. There was no diagnostics/troubleshooting performed per the representative. The pump was read after it was stalled for 6 hours. The issue was resolved at the time of the report. No surgical intervention occurred or was planned.